Manufacturer narrative:
Batch review performed on 16-jan-2024. Lot 2247364: 25 items manufactured and released on 07-mar-2023. Expiration date: 2028-02-20. No anomalies found related to the problem. To date, 22 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting instability 6 months after the primary surgery. The surgeon revised the insert increasing the height of 3 mm and the surgery was completed successfully.